Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the following was reported by the nurse: the catheter shifted to the right upper abdomen, the catheter clogged. The patient was treated previously in the medical practice. He had occasionally bad drain issues. This problem did not occur in the hospital. Due to hyper hydration, the patient was switched to 1x3,86 and 2x2,27 glucose concentration. Then, on (B)(6) 2016 and (B)(6) 2016, the uf value was 2900 ml and the machine alarmed high drain. On (B)(6) 2016, the uf value was 3600ml. The week from the (B)(6) 2016 there were problems with drain. The x ray showed that the catheter is placed in the right upper abdomen (there is no previous picture available for comparison). Since it was not possible to replace the catheter downwards, the catheter was removed and replaced. The explanted catheter showed drops of fat within its pores. The physician suspects that this could be because the catheter which is in-taking too much because the cycler (code r5c8320, serial number not reported) creates low pressure for too long of a time.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The lot number was not provided, therefore a device history record (DHR) review could not performed. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However, possible root causes for the reported condition were identified as: operator inattention, too little glue used, too much glue used, user excessive force or jerking motion, malfunction, inspection not performed, or defective material. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective and preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual and dimensional inspection and 100% assembly final inspection respectively, which would identify defects in the catheter assembly. This complaint will be used for tracking and trending purpose.